Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The manufacturer representative reported that they saw the patient to reprogram the stimulation and the patient stated that the last time he was programmed they had discovered a few contacts with high impedances on the lead placed for his right side. The patient reported he had not been aware of a problem and was unable to relate the broken electrodes to a specific event. The amplitude for the lead had been left high and when the patient got home he felt like he was being shocked so he turned the stimulation off and had been afraid to turn it back on. The representative interrogated the implant and found six of the eight contacts had high electrodes. Reprogramming was done to use the two electrodes with normal impedances and they were able to cover his right back but not his right leg. The patient had complete coverage with the intact left lead and wanted to try the stimulation as it was for a while before considering a revision. The programming was reviewed with the patient so he was able to have more control over the intensity. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.